Manufacturer narrative:
Bayer service performed an injector checkout on (B)(6) 2015 and the injector was found to perform to specification. The injector has been in use daily since the reported occurrence. The actual disposables involved during the incident were unavailable for return at this time and a confirmed lot number was not recorded by the site. The customer accepted additional applications training and this was completed on august 6, 2015. In the event additional information is received, a follow up report will be submitted.

Event description:
A customer reported the following: a (B)(6) male outpatient underwent a CT scan of the chest with contrast while connected to a stellant d injector. Post procedure, the radiologist visualized approximately 10ml of air in the right ventricle of the heart on the final images. The patient was asymptomatic; however as a precaution was admitted for overnight observation. The patient was discharged the following day without further treatment.